Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. As a result, customer did not have any other means to monitor glucose and subsequently experienced seizure and loss of consciousness. The customer was taken to the hospital where she received glucose injection as treatment for hypoglycemia diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh005t27qw has been returned. Visual inspection has been performed and no physical damage was observed on the sensor patch or adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely. As a result, customer did not have any other means to monitor glucose and subsequently experienced seizure and loss of consciousness. The customer was taken to the hospital where she received glucose injection as treatment for hypoglycemia diagnosis. There was no report of death or permanent injury associated with this event.